Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain ¿ chronic/pelvic') in an adult female patient who had essure (batch no. A20060) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnorm. Bleed"), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), urinary tract disorder ("urinary problems"), cystitis ("bladder infection"), urinary tract infection ("uti"), fatigue ("fatigue"), headache ("headaches") and nausea ("nausea") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (hyst. (Partial) on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, dyspareunia, abdominal pain, back pain, menorrhagia and metrorrhagia had resolved and the urinary tract disorder, cystitis, urinary tract infection, fatigue, hormone level abnormal, headache, nausea and weight increased outcome was unknown. The reporter considered abdominal pain, back pain, cystitis, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hormone level abnormal, menorrhagia, metrorrhagia, nausea, pelvic pain, urinary tract disorder, urinary tract infection and weight increased to be related to essure. The reporter commented: plaintiff received treatment for pain ¿ chronic/ pelvic, dysmenorrhea, dyspareunia, abdominal, back, bleeding ¿ menorrhagia, metorhagia, gen. Abnormal. Bleed,bladder/urinary problems ¿ urinary probs., bladder infect., uti, other injuries/symptoms ¿ fatigue, hormonal changes, headaches, nausea, weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2013: essure confirmation test(s) (unspecified): result: bilateral occlusion.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-aug-2020: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain ¿ chronic/pelvic') in an adult female patient who had essure (batch no. A20060) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6)-2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnorm. Bleed"), dysmenorrhoea ("dysmennorhea(cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), urinary tract disorder ("urinary problems"), cystitis ("bladder infection"), urinary tract infection ("uti"), fatigue ("fatigue"), headache ("headaches") and nausea ("nausea") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (hyst. (Partial) on (B)(6)2018). Essure was removed on (B)(6)-2018. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, dyspareunia, abdominal pain, back pain, menorrhagia and metrorrhagia had resolved and the urinary tract disorder, cystitis, urinary tract infection, fatigue, hormone level abnormal, headache, nausea and weight increased outcome was unknown. The reporter considered abdominal pain, back pain, cystitis, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hormone level abnormal, menorrhagia, metrorrhagia, nausea, pelvic pain, urinary tract disorder, urinary tract infection and weight increased to be related to essure. The reporter commented: plaintiff received treatment for pain ¿ chronic/ pelvic, dysmenorrhea, dyspareunia, abdominal, back, bleeding ¿ menorrhagia, metorhagia, gen. Abnormal. Bleed,bladder/urinary problems ¿ urinary probs., bladder infect., uti, other injuries/symptoms ¿ fatigue, hormonal changes, headaches, nausea, weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6)2013: essure confirmation test(s) (unspecified): result: bilateral occlusion.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)2020: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain ¿ chronic/pelvic') and genital haemorrhage ('gen. Abnorm. Bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), urinary tract disorder ("urinary problems"), cystitis ("bladder infection"), urinary tract infection ("uti"), fatigue ("fatigue"), headache ("headaches") and nausea ("nausea") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (hyst. (Partial) on (B)(6) 2018). At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, dyspareunia, abdominal pain, back pain, menorrhagia and metrorrhagia had resolved and the urinary tract disorder, cystitis, urinary tract infection, fatigue, hormone level abnormal, headache, nausea and weight increased outcome was unknown. The reporter considered abdominal pain, back pain, cystitis, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hormone level abnormal, menorrhagia, metrorrhagia, nausea, pelvic pain, urinary tract disorder, urinary tract infection and weight increased to be related to essure. The reporter commented: plaintiff received treatment for pain ¿ chronic/ pelvic, dysmenorrhea, dyspareunia, abdominal, back, bleeding ¿ menorrhagia, metorhagia, gen. Abnormal. Bleed,bladder/urinary problems ¿ urinary probs., bladder infect., uti, other injuries/symptoms ¿ fatigue, hormonal changes, headaches, nausea, weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2013: essure confirmation test(s) (unspecified): result: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: plaintiff fact sheet received : event "injury" nos was replaced with pain ¿ chronic/pelvic. New events added - dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), abdominal, back, menorrhagia (heavy menstrual bleeding), metorhagia(bleeding b/w periods), gen. Abnormal. Bleed, urinary probs., bladder infect., uti, fatigue, hormonal changes, headaches, nausea, weight gain. Event outcome was updated for the events: pelvic pain, dysmenorrhea , dyspareunia , abdominal pain, back pain, menorrhagia, metorhagia, gen. Abnormal. Bleed. Lab data and reporter's information was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.